Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut off during bolus delivery and pump history was missing one low battery alert. Customer alleged that the pump changed the volume setting from high to vibrate without user interaction. Customer's blood glucose (bg) was 451 mg/dl and ketones were present. Customer went to the emergency room and was treated with intravenous drip and fluids. Bg lowered to 136 mg/dl. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as dangerous. Customer's treatment continued. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer continued to use pump for insulin therapy.